Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. Visual inspection revealed that at 72.7 from the strain relief, the hypotube was separated. There were numerous hypotube kinks to the device. Microscopic inspection revealed no further damage or irregularity. There was contrast in the inflation lumen and the tightly folded balloon.

Event description:
Reportable based on device analysis completed on 23-apr-2024. It was reported that device damage was encountered. Upon opening of a 3.50mm x 20mm nc emerge balloon catheter, it was noted that the balloon fell apart and was noted to be defective. No patient complications were reported. However, returned device analysis revealed hypotube detachment.